Event description:
It was reported post op a swedish adjustable gastric band, a leak was detected by the surgeon. The band was replaced. There were reported patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.